Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: when suturing, the thread suddenly broke. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.